Manufacturer narrative:
Device lot number, or serial number unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a health care professional regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the site has a damaged straight suction for their fpu system. There was a delay of less than 1 hours. No impact on patient outcome.